Event description:
Intrathecal baclofen therapy was ineffective for the patient. The patient was treated with oral baclofen. The pump and catheter were explanted. The patient outcome after surgery was reported as 'good'. The hcp requested analysis of the pump to determine if the bacterial retentive filter was compromised.

Manufacturer narrative:
(B) (4). The pump and catheter were returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.